Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had gone into backup mode due to a software corruption. The device was reprogrammed and able to be restored back to normal function. The patient was stable and asymptomatic.